Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026- 06216- device 9 of 9. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2026. The issue occured with 9 infusion sets.the patient replaced infusion sets and resumed insulin successfully. No further information available.